Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient's implantable infusion pump system. It was reported on 2016-10-10 that a patient experienced a lack of efficacy. A hcp did a dye study where it was found that they could not aspirate the catheter. During the surgery no csf could be seen so everything was explanted and replaced. At the time of the report the issue was resolved. The patient was being medicated through the pump with lioresal (concentration of 500 mcg.ml, dose of 100 mcg/day). The patient's indication for use was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.